Manufacturer narrative:
(B)(4). Per the customer, the sample was not available.

Event description:
A customer contacted baxter's (B)(4) reporting that the transfer set had dislodged. The hp explained that she was getting a glass of water and the line must have gotten caught on something, because the transfer set had dislodged from catheter. The technical service representative (tsr) advised the home patient (hp) to clamp off the catheter and contact the peritoneal dialysis (pd) or doctor as soon as possible. The tsr assisted the hp end therapy on homechoice (hc) machine. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the hp on (B)(6) 2010 regarding the transfer set dislodging, it was revealed that she accidently pulled on the tubing and the transfer set separated from the catheter. Per hp, she went to the clinic immediately, and was given (B)(6). The hp confirmed that she did not have any injury or harm as a result of this incident. The hp stated that she did not have the transfer set, and did not know the lot number. Per hp, she is doing fine and resumed therapy. Per hp, the catheter is secured by tape on her body, and that there was nothing wrong with the catheter or the transfer set. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. A batch review was not possible since the production lot was unknown. Since no sample was available for evaluation and no further information is available, no root cause can be determined. This complaint indicates a separation of the connection between the patient catheter adapter and transfer set occurred due to patient spontaneously disconnecting herself by accident. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter will continue to monitor similar reports to determine if further actions are required.